Event description:
On (B) (6)2007, the patient underwent treatment for a thoracic aortic aneurysm and was implanted with gore tag thoracic endoprosthesis. There was a slight lack of wall apposition proximally, but no evidence of endoleak. On (B) (6)2010, the patient underwent treatment for a proximal type I endoleak and was implanted with a gore tag thoracic endoprosthesis to extend coverage proximally. Surgical bypass of the left common carotid artery was performed. The patient tolerated the procedure without complication. The endoleak was resolved. The gore clinical specialist (cs) was consulted to review images the same day as the procedure. Images from a computed tomography (CT) scan dated (B) (6)2010 showed a type I endoleak. No aneurysm enlargement was noted.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. Results - a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusions - type I endoleak. Additional devices related to this event are: (B) (4), (B) (4). The gore tag thoracic endoprosthesis instructions for use (IFU) states: complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: endoleak.